Manufacturer narrative:
(B)(4).

Event description:
Reportedly during an ongoing treatment with a revaclear 300 dialyzer an external fluid leak was observed, originating between the housing and the end cap. This occurred several minutes after the start of treatment. The treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.